Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and pump display was frozen. During troubleshooting with tandem technical support, the pump was reset, malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 178 mg/dl.